Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of "switch is bad." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined that the power switch mechanism failed. This report is submitted due to the finding during the evaluation that the power switch mechanism failed.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported problem and determined the power switch mechanism failed. Additional evaluation findings are as follows: 1.) Front panel and chassis noted damaged; 2.) Lens base broken; 3.) Turret 2 deformed; 4.) Lamp intensity did not meet specifications. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power switch could not be identified. However, it¿s likely the power switch may have been damaged by a force. The event can be detected/prevented by following the instructions for use which state: do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.